Event description:
It was reported that the customer experienced elevated blood glucose levels (approx 400 mg/dl). Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.